Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 along with concurrent trans vaginal hysterectomy and right salpingo-oopher due to pelvic organ prolapsed, abnormal uterine bleeding, and genuine urinary stress incontinence. Following insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent revision of posterior mesh on (B)(6) 2011 due to vaginal posterior mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06054. The same patient is represented in each medwatch.